Event description:
It was reported that the patient presented with back and leg pain, lumbar degenerative spondylolisthesis with movement at l4-5 and foraminal stenosis at l5-s1, and lumbar degenerative disk disease at l4-s1. The patient underwent spinal surgery consisting of the following: anterior lumbar discectomy, decompression and arthrodesis of l4-5 with femoral ring autograft and rhbmp-2/acs; lumbar decompression and discectomy of l5-s1 and anterior arthrodesis with femoral ring allograft with rhbmp-2/acs; ¿ posterior l4-s1 arthrodesis; posterior instrumentation and fixation with legacy pedicle screws at l4-s1; posterior redo foraminotomy and decompression on the right at l4-5; posterior redo l5-s1 decompression and foraminotomy on the right. Per the op notes, ¿¿on the right side, there was a significant amount of hypertrophic scar tissue that had to be taken down.¿ ¿the patient actually had a mobile facet. [Surgeon] suspected at the time of surgery that clearly that was the cause for the instability and the movement on flexion and extension imaging studies. [Surgeon] recollection of the event is also that there was a fractured facet on that side and a pars fracture, which resulted in the instability.¿ no complications were reported. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: femoral ring allograft, legacy pedicle instrumentation (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.